Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) device during dwell 1. The baxter technical representative (tsr) explained the alarm the care giver (cg) stated that the supply bag fell and got unhooked. The tsr explained that they needed to start over therapy with new supplies. The tsr had the cg cycle power to get se 2367 and then again to got back to 'start'. The tsr advised the cg to inform the registered nurse (rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for se 2240 was confirmed. The cause was determined to be air being sucked into the disposable after the supply bag fell and disconnected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.